Manufacturer narrative:
Medtronic received the following information from a journal article entitled. Clinical and morphologic outcomes of endovascular repair for subacute and chronic type b aortic dissection hellgren t, kuzniar m, wanhainen a, steuer j, mani k annals of vascular surgery 2021. 72: 390¿399 https://doi.org/10.1016/j.avsg.2020.08.107. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant stent grafts and non mdt stent grafts were implanted in the endovascular treatment of subacute or chronic type b aortic dissections on unknown dates. The following malfunctions were observed. False lumen perfusion the following adverse events were observed. Stroke, rupture, dissection, aneurysm re-intervention patients deaths were reported but there is no causal link that a valiant stent graft caused or contributed to any deaths.